Manufacturer narrative:
It was reported by the patient's hospice company that the patient's catheter was leaking and when the catheter was removed the catheter appeared clogged with sediment. There was no serious injury identified or follow up care required related to the event other than replacement of the clogged catheter. The catheter was replaced without further incident. There were no complications noted with the patient during or after the procedure. The actual sample was returned to the manufacturer for evaluation. The reported issue of a clogged catheter was confirmed through visual inspection of the received sample. Based on the condition of the catheter, the suspected root cause of the reported leak at the insertion site and observed clogged catheter is due to an unknown patient specific condition resulting in heavy sediment build-up within the drainage lumen of the catheter. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a patient was experiencing urine leakage while using a foley catheter requiring the catheter to be removed and replaced with a new catheter.